Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
Refer to medwatch #1219856-2007-00300 for first event involving same patient. It was reported that in 2007 account sales representative was informed that 9 attempts to insert a fiber-optic sensor iab catheter in patient occurred in CT surgery without success, due to unfurling. The 10th attempt to place an iab catheter was successful; accomplished by another physician, an interventional cardiologist. Sales representative attended a meeting at the hospital, where facility staff indicated they did not feel this case was a problem with iab, but related to technique and patient anatomy. The 10th attempt to place the iab, completed by an interventional cardiologist, utilized an 8 french sheath and was successful, enabling successful initiation of iabp support. The physician felt the difficulty encountered in this instance most likely stemmed from the patient's iliac artery anatomy and being done as a "blind" insertion (without fluoroscopy). The physician felt using the longer 8 french sheath allowed for straightening of the iliac artery and facilitated successful placement.